Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 79" message. Complainant indicated that there was not patient involvement in the reported malfunction.